Manufacturer narrative:
Additional information: (b5) treatment was being performed on a pulmonary artery that was hemorrhaging.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be established. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that after placement of an embolization coil at the intended treatment site, the coil unexpectedly detached without use of the detachment controller. The coil was properly placed and there was no additional intervention or reported patient injury.